Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date after the tubing placement, the patient experienced a stoma infection described as muscle collection with purulent exudate, possibly due to the proximity of an old stoma site that has not yet resolved. The patient was treated with piperacillin/tazobactam and the stoma site infection had resolved. Approximately (B)(6) 2023 the peg tube had been replaced with a 20fr probe due to dilation of the stoma site. At the time of report, the patient had been transferred to another hospital and the stoma site infection had resolved.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.